Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid 4.8ml at 2.5mg/day and bupivacaine 3.7ml at 1.9mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. It was reported that the patient had 15cc residual at the last refill instead of 5cc. Per the reporter the patient was not aware of any environmental, external or patient factors that may have led or contributed to the issue. The physician scheduled the patient for a dye study. A dye study was attempted and they were unable to aspirate. On x-ray exam, the catheter appears fractured. A rotor study was done and rotors moved as expected. The healthcare provider emptied the pump and got the full 20cc that was put in last week. There were no alarms noted in logs. The dye study was aborted and they planned to replace the catheter. At the time of the report they were awaiting authorization. The patient had no real withdrawal symptoms. The patient status at the time of the report was noted as alive, no injury. On 05-aug-2016 additional information received reported that the catheter and the pump were replaced. The catheter had broken in two above the anchor site and the pump was full with the last refill.

Manufacturer narrative:
Evaluation of the catheter found that the catheter body was broken. Evaluation conclusion code and evaluation results code are no longer applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.